Event description:
During implant, after tightening the right ventricular (rv) lead into the rv septum, the impedance was elevated and out of range. After attempting to reposition the lead, the helix was unable to extend and retract resulting in a pericardial tamponade with an emergency pericardiocentesis. The lead was replaced with a new one. Further information was requested but not received.

Manufacturer narrative:
A complete lead was returned in one piece for analysis. The reported event of the helix would not extend nor retract was confirmed. As received, the helix was extended and could not be retracted due to blood/tissue in the helix housing and on the inner coil. The inner coil was also over torqued at the connector region. The lead was cut and cleaned. By applying direct torque to the inner coil the helix could be retracted and extended. The full helix extension length was within specification. Regarding the complaint of high lead impedance, it was not confirmed. Electrical testing did not find any indication of conductor fractures nor internal shorts. Tip stiffness test results were within specification.

Event description:
New information was received indicating the patient's current status was stable. The patient experienced a cardiac perforation and the suspected cause was the helix issue of the lead.